Manufacturer narrative:
On 05-jul-2017 product investigation results: the reporter returned the product on 22-may-2017. Investigation showed that the wear of plastics material, especially at the latching hook of the brush plate, led to loosening of the brush plate from tube. The reason for the wear is the usage of abrasive toothpaste in combination with insufficient cleaning. Manufacturing or design issue is unlikely based on investigation.

Event description:
Bottom portion of the brush head snaps off in mouth in the middle of brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A wife reported via e-mail on (B)(6) 2017 that while her husband, age unspecified, was using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, the bottom portion of the oral-b dual clean brushhead snapped off in the middle of brushing. No symptoms developed. The reporter stated her husband had used oral-b products for a while, and had never had this issue. No further information was provided.